Manufacturer narrative:
The fse that encountered the issue stated that the battery runtime was (B)(4) minutes and the minimum spec is (B)(4) minutes. So, in order to fix the issue, the fse replaced the batteries. The unit was then cleared for customer use. The removed batteries were returned to failure analysis and testing for evaluation. The failure analysis and testing technician installed the batteries into the cs300 test fixture and tested the batteries as per the cs300 service manual. (B)(4).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.